Event description:
An l1-l5 fixation was performed for degenerative scoliosis. All the set screws were tightened with 80 in-lb as required. A post operative x-ray taken 1-month out indicated the a setscrew has dislocated at l5 left side. As this could result in the need for surgical intervention an MDR is being filed to document this event.